Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed misleading longevity calculations. The patient underwent a revision procedure and this product was explanted and replaced. The device was disposed and is not expected to be returned.